Event description:
Pump was reported to overinfuse heparin. Pump was setup with a piggyback of heparin in a 250ml bag (25,000 units) hung with a primary bag containing 250ml of saline. Pump 2 was programmed to infuse the heparin at a rate of 15ml/hr with a volume to be infused of 50ml. Five to ten minutes after the infusion was started the nurse noted that pump stated 46ml was remaining but the entire bag of heparin was empty. There was no notice of any leaks in the line so it was assumed by the facility that the pt received the entire contents of the heparin bag. Within 10 minutes of noticing the overinfusion, protamine was given to counter the effects of the heparin. The pt did not suffer from any bleeding or adverse effects.